Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and visible foam particles were observed. There were secondary findings, and the contamination findings of foam particles. The technical findings of error code present (error code number 22*2) and the customer complaint was unable to confirm. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.